Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with their insulin pump but the customer states that the device was not delivering insulin properly. The customer removed the set and realized that the cannula was bent and had to be changed. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.